Manufacturer narrative:
Correction(s): from adverse event to adverse event and product problem. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Investigative evaluation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "bleeding, other: embedded, device is unable to be retrieved". Cook will reopen its investigation if further information is received. It is unknown if the reported bleeding, embedded is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Plaintiff is alleging pain, abdominal cramps.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2016 as follows: plaintiff allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to pe and had an attempted retrieval (unsuccessful) performed on (B)(6) 2011 via the right internal jugular vein. Procedure notes state 'the filter was truly firmly embedded into the wall of the ivc.' Plaintiff is alleging rectal bleeding, embedded, device is unable to be retrieved.

Manufacturer narrative:
Based on the initial information provided, the subject of this complaint was originally believed to have been manufactured by (B)(4). The initial information was previously submitted by william cook europe under reference # 3002808486-2016-00537. The investigation was reopened and concluded on 26 october 2016 confirming the device was manufactured by cook incorporated. (B)(4). Evaluation: the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2009 at the (B)(6) hospital in (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.